Event description:
The facility reported an infusion pump with a failure code 810:11. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info or contact was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available.